Manufacturer narrative:
Additional device product code: hrs, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 10, 2020, the patient underwent a hardware removal due to a medial tibia wound, and the fracture was healed. Initially, the patient was implanted with a locking compression plate (lcp) plating system on an unknown date. No further information provided. This report is for one (1) 3.5mm cortex screw self-tapping 14mm. This is report 8 of 8 for complaint (B)(4). Additional device are captured under related complaint (B)(4).